Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient takes remicade to block tnf alpha proteins. In his research, the patient has learned that elevated cobalt/chromium levels increase tnf alpha proteins. He is concerned that this may decrease the effectiveness of his ra medication on his systemic disease. Asr replaced with pinnacle gription sector/biolox delta ts.